Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a piece of white plastic broke off of the instrument while it was in the patient. No further details were made available by the site.